Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient went to the emergency room (ER) due to low blood glucose (bg) levels were 85 mg/dl. The patient experienced vomiting and a communication error while wearing the pod. At the hospital, the patient was placed on intravenous therapy of fluids and blood work was taken. The patient was released a few hours later.